Manufacturer narrative:
An event regarding pain secondary to joint laxity related to a trident acetabular liner was reported. The acetabular liner is fixed in position by the acetabular cup and does not directly influence soft tissue tension of the joint. The femoral head component is available with varying offsets to properly recreate leg length and soft tissue tension during the arthroplasty. The subject device was replaced with a component of the same size and style as the device which suggests it was revised as a matter of procedure. This is consistent with the reported event which did not allege any deficiency of the subject acetabular liner.

Manufacturer narrative:
The v40 cocr lfit head 36mm/0, cat # 6260-9-136, lot# mkemwm was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.when completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Joint pain after total hip replaced liner and femoral head.

Event description:
Joint pain after total hip replaced liner and femoral head.